Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A visual inspection of the device revealed that there appears to be a cut on the proximal seal of ring 1 and there is dried body fluid on the edges of the ring. Functional inspection revealed that the steering knob functioned properly initially when the right curve was actuated. When the steering knob was moved in the left curve position, the knob moved more loosely and the tip did not curve back to neutral or to the left curve position. The dimension of the device was taken and the tip motion was evaluated against the specified curve template/fixture. The left curve failed to reach the specified template area, the tip does not bend to the left. The right curve test passed. An x-ray showed no obvious anomalies in the handle in the neutral, right curve, and left curve knob positions. No obvious anomalies were noted in the distal end with the x-ray. X-rays showed evidence of guide coil collapse under the handle strain relief and near the strain relief and proximal to the transition area. The electrical test was within specification and were typical. The distal section was dissected to check the status of the steering wires in relationship to the center support. Both steering wires are attached to the center support. No abnormalities were noted. The insulation just distal to the strain relief was removed and the collapsed guide coil was visually revealed. Also, an encountered failure was noted with the bond glue joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that it was difficult to curve the catheter and the steering wire was broken. A blazer prime¿ xp was selected for use. It was noticed that it was impossible to bend the distal end of the probe and one of the steering wire inside the catheter was broken. No patient complications were reported. However, device analysis revealed that the bond glue joint failed.